Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer's insulin pump alarmed motor error while rewinding. The customer's blood glucose was normal and did not require medical treatment. The customer also mentioned that there were other motor error alarms in the alarm history of the insulin pump. Nothing further reported.